Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the atrial port and hanger assembly were damaged and additionally noted that its lower case was broken by the battery drawer. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator needed its atrial port and its hanger assembly repaired and additionally that a test and calibration procedure was requested. The generator was returned for service. No patient complications have been reported as a result of this event.